Event description:
It was reported that: per dealer, "dealer's technician set up bed for pt and left. Per family, cable gave away and bed tilted to one side," it literally fell down on one corner of bed" patient was re-injured (she just got home from the hospital). Question on extent of injuries dealer did not know. Dealer has no contact with private party.